Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer went to the emergency room and was admitted to the hospital. Blood glucose level was not provided, however, the customer tried to address it by a manual insulin injection and a bolus via the pump. Reportedly, the customer had high ketones. Customer was treated with intravenous fluids of insulin and saline. Treatment resolved the issue and there was no permanent damage. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.